Event description:
I got morpheus done on my thighs and I ended up with deep 2nd degree thermal burns on lateral sides of both legs. The provider is a former surgeon and an anesthesia resident. She recently started doing aesthetics. I wrongly assumed, based on her extensive medical experience, that she knew about skin. She initially told me that my wounds would heal in 3 weeks. It's been 3 months and it's been a daily struggle of 2x daily of several topicals and will be doing my 3rd round of pulsed dye lasers to help with post inflammatory erythema and scarring. Expecting at least another 3 months of this nightmare. She has only refunded my cost of her procedure; all of my other expenses have been out of pocket.